Event description:
It was reported that using a bd vacutainer® serum blood collection tube the blood did not flow. The following information was provided by the initial reporter: when the blood collection needle was connected to the second tube of the red tube, it was found that the blood in the red tube was still and did not flow. Immediately replaced the other red tube of the same batch, and the blood flowed into the tube normally. The blood collection operation was successfully completed.

Manufacturer narrative:
E.3. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.